Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead has high rate non-sustained episodes and appears to be oversensing seen on stored electrograms (egms). The lead remains in use. No patient complications have been reported as a result of this event.